Manufacturer narrative:
Approximate age of device ¿ 2 years, 4 months and 11 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was discharged on (B)(6) 2018 after a 2-week stay for elevated lactate dehydrogenase (ldh). The patient was not a candidate for a pump exchange due to a recent percutaneous lead (driveline) infection and continued smoking. During the patient's admission, the ldh remained stable and the patient was sent home on aspirin, coumadin, plavix and lovenox with weekly lab checks. The patient did not come in for their follow up appointment on (B)(6) 2018, but came in the next day. The ldh at this time was 1717 u/l. The patient was admitted to the hospital and was placed on heparin drips. The patient could not receive tpa (tissue plasminogen activator) due to a previous brain aneurysm repair with coil. The patient spent another 2 weeks in the hospital on aspirin, coumadin and brilinta. The patient¿s ldh had steadily trended downwards, but remained 1176 u/l at discharge. Palliative care was consulted to discuss options for going home. Between the patient and their family, it was decided the best decision was to change the patient's code status to dnr (do not resuscitate) and to go home on hospice. The patient was sent home on lovenox daily, coumadin, plavix and aspirin on (B)(6) 2018. The clinic received a phone call from the hospice rn on (B)(6) 2018 and reported that the patient's husband was concerned due to the patient's profound weakness and confusion from the previous night. The hospice rn reported the patient had been taking zofran and ativan for nausea and anxiety. The patient¿s cardiologist was notified, but no orders were given. On (B)(6) 2018, the clinic received another phone call from the hospice rn stating the patient's family was stating the patient had very limited movement on the left side and that the doctor had previously told them of the possibility of mini-strokes. The rn was instructed to assess the patient, perform neuro checks, verify that the patient had been receiving lovenox injections and call the clinic back. The hospice rn called back and stated that the patient's right hand had no movement or grip, but their left hand had good grip and movement. The nurse also reported bilateral lower extremity weakness. The patient was alert, but had trouble getting words out, took a while to say something, but could speak. The patient expressed that they did not want to come to the hospital and still received lovenox. No orders were given. The clinic received a phone call on (B)(6) 2018 from the hospice rn reporting the patient had passed away. Upon examination, the patient was lying in bed, had no respirations, no heart rate and no viable signs of life. Additional information was requested, but has not been provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was reportedly disposed. A direct relationship between the device and the reported elevated lactate dehydrogenase (ldh), and stroke could not be conclusively determined through this evaluation. A direct cause of the reported percutaneous lead (driveline) infection could not be conclusively determined through this evaluation. Hemolysis, stroke, driveline, local, and pump pocket infection are listed as adverse events that may be associated with the use of heartmate ii lvas. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.